Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The returned device data have been analyzed. The analysis confirmed the clinical observation, the eos battery status was triggered on (B)(6) 2019 at 05:00pm. However, the battery is definitely not depleted. The data documented that a vf episode was detected with an aborted shock at the time of the eos detection. Further inspection of the memory content revealed that a strong electromagnetic field was detected by the device on may (B)(6) at 04:33pm, about half an hour before the vf episode and activation of the eos battery status. As reported, the patient underwent an MRI scan without previous activation of the MRI mode, which is consistent with these observations. In general, if a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This observation does not represent a battery or hybrid malfunction. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data showed that the clinical observation most likely resulted from the reported MRI scan without a prior activation of the MRI mode.

Event description:
Eos status after a MRI without pre-program promri settings. After analysis of dump files, the technical support allowed an eos reset with agreement of the physician. The reset was successful.